Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator monitor showed an urgent maintenance message with an error 90008 in the log. There was no patient involvement.